Manufacturer narrative:
Qc was within customer's specifications prior to the event. Qc result was out of specifications (high) after the event. A bci field service engineer (fse) replaced hardwares and performed unit adjustment. Fse verified all testing met specifications. Although hardware is a likely contributor, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off for five patients generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and results at a lower clinical category within risk stratification and within the normal reference were obtained. Patient results were corrected. Patient results are provided. Patient treatment was not impacted by this event.